Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving hydromorphone (17.021 mg/day), clonidine (68.08 mcg/day), and bupivacaine (13.61 mg/day) via an implantable pump for an unknown indication for use. It was reported a pump stall occurred on (B)(6) 2018 at 17:00. It was stated the pump was implanted 3 years prior to (B)(6) 2018. Additional information was received on (B)(6) 2018 which indicated the pump was now working. The hcp was keeping a close eye on the patient and would see them again on the afternoon of (B)(6) 2018. There were no reported symptoms. No complications were reported or anticipated. Additional information was received. Pump logs were not available. The patient did not undergo an MRI before the motor stall occurred. The first motor stall lasted 19 minutes, then other stalls occurred and the pump was stopped. The patient experienced loss of pain relief. A pump replacement was planned, but no date was available yet. No contributing factors to the motor stall were identified. The event had not resolved, as they were awaiting a new pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was again stated there was no planned explant date yet, but the product would be returned for analysis.